Manufacturer narrative:
The product was returned and the failure mode was confirmed. The root cause appears to be related to rough handling.

Event description:
It was reported that during a spine procedure at the healthcare facility, the tip of the auger was noticed to be missing when the auger was removed from the patient. It was further reported that on the fluoroscopy scan it could not be determined if the tip was in the patient, and that further scans were planned in order to determine if the tip remained in the patient, and that a spine specialist would be consulted for the removal of the tip from the patient. It was reported that the procedure was completed with a 30 minute delay.

Manufacturer narrative:
The device has not been received for evaluation at this time.

Event description:
It was reported that during a spine procedure at the healthcare facility, the tip of the auger was noticed to be missing when the auger was removed from the patient. It was further reported that on the fluoroscopy scan, it could not be determined if the tip was in the patient, and that further scans were planned in order to determine if the tip remained in the patient, and that a spine specialist would be consulted for the removal of the tip from the patient. It was reported that the procedure was completed with a 30 minute delay.